Event description:
A surgeon reported having a patient with unexpected postoperative refractions following bilateral intraocular lens (iol) implant surgeries. Additional information was received from the surgeon, who reported that the lens in this eye was exchanged; the outcome of the event is unknown. The surgeon also reported that there was a scratch on the lens and the patient reported dysphotopsia. There are two medical device reports for these events; this report is for the left eye.

Manufacturer narrative:
The product has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/21/2011, 07/22/2011 and 08/03/2011 by fax, mail and phone. A completed questionnaire was received 07/27/2011. (B)(4).